Event description:
Sterilizer malfunctioned causing indicators of tray to turn indicating sterilized; however, bubbling of indicators also occurred. It appeared the loads were wet. Incident wsa noted on 7/19. After repair, a second incident of like-manner occurred on 7/22/96. Both incidents involved a questionable 30+ pts.